Event description:
Information received indicates the brake casters will not engage into brake at the foot end of the stretcher.

Manufacturer narrative:
The technician found the foot brake linkage was cracked. The technician replaced the linkage to repair the stretcher.